Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and carditis ("possible heart problem, inflamed left atrial") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device damage "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"). On (B)(6) 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced carditis (seriousness criterion medically significant), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), night sweats ("night sweats") and headache ("headaches"). The patient was treated with citalopram hydrobromide (celexa) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the hysterectomy, carditis, nephropathy, complication of device insertion, sciatica, arthralgia and gait disturbance outcome was unknown and the night sweats and headache had not resolved. The reporter considered arthralgia, carditis, complication of device insertion, gait disturbance, headache, hysterectomy, nephropathy, night sweats and sciatica to be related to essure. The reporter commented: never had heart problems or kidney disease prior to essure. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Most recent follow-up information incorporated above includes: on 7-jun-2018: fu5+fu6 processed together: content from plaintiff fact sheet: event added as sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right, night sweats, headaches. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') and carditis ('possible heart problem, inflamed left atrial...') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"). On (B)(6) 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced carditis (seriousness criterion medically significant), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), night sweats ("night sweats"), headache ("headaches") and alcohol intolerance ("had the alcohal intolerance soon after implant"). The patient was treated with and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the hysterectomy, carditis, nephropathy, complication of device insertion, sciatica, arthralgia, gait disturbance and alcohol intolerance outcome was unknown and the night sweats and headache had not resolved. The reporter considered alcohol intolerance, arthralgia, carditis, complication of device insertion, gait disturbance, headache, hysterectomy, nephropathy, night sweats and sciatica to be related to essure. The reporter commented: never had heart problems or kidney disease prior to essure. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following one was described in social media record: alcohol intolerance. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received: new event alcohol intolerance was added. Reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and carditis ("possible heart problem, inflamed left atrial...") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device damage "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"). On (B)(6) 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced carditis (seriousness criterion medically significant) and nephropathy ("possible kidney diseases"). Essure was removed on (B)(6) 2013. At the time of the report, the hysterectomy, carditis, nephropathy and complication of device insertion outcome was unknown. The reporter considered carditis, complication of device insertion, hysterectomy and nephropathy to be related to essure. The reporter commented: never had heart problems or kidney disease prior to essure. Most recent follow-up information incorporated above includes: on 11-may-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('bladder infection / bladder infections'), device dislocation ('they are known to migrate into the body instead of out / 'right essure coil malpositioned / migrated into the epicolic fat near the descending sigmoid colon'), perforation ('perforation'), embedded device (''possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall'), pelvic adhesions ('pelvic adhesion'), carditis ('possible heart problem, inflamed left atrial'), autoimmune disorder ('autoimmune disorder'), adrenal insufficiency ('adrenal insufficiency'), systemic lupus erythematosus ('lupus / I have symptoms of lupus'), neoplasm malignant ('cancer'), shock symptom ('shocking'), acute disseminated encephalomyelitis ('acute disseminated encephalomyelitis') and acute haemorrhagic leukoencephalitis ('acute necrotizing hemorrhagic leukoencephalitis') in a 33-year-old female patient who had essure (batch no: 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. The patient's medical history included latex allergy, knee pain, vomiting, memory deficit, simple renal cyst, malignant neoplasm aggravated and fibromyalgia (maternal grandfather). The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to on (B)(6) 2012, sulfa, norflex and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included chronic fever since on (B)(6) 2013, illness since on (B)(6) 2013, metal poisoning, vulvovaginal candidiasis, scoliosis, body mass index normal, uterine spasm, sore throat, flu (patient has been exposed to the flu by her sister's son), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. The patient also had a family history of fibromyalgia. Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam (xanax), cefalexin sodium (cephalexin sodium), celecoxib (celexa), citalopram, ibuprofen, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / bad cramps with menstruation / dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain / abdominal cramping/pain: lower abdomen / constant pain in lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections / vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced headache ("headaches"), dizziness ("dizzy/ lightheaded"), nausea ("nausea") and migraine ("migraine"). On (B)(6) 2012, the patient experienced fatigue ("fatigue / feeling tired"), myalgia ("muscle pain") and hypoaesthesia ("burning numbness / my left foot is going numb on the outside as well as toes"). On (B)(6) 2012, the patient experienced night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). On (B)(6) 2012, the patient experienced arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right / pain: chronic joint pain"). On (B)(6) 2012, the patient experienced pyrexia ("chronic fevers and pain"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation / chronic inflammation"), cervicitis ("chronic cystic cervicitis") and furuncle ("boils bilateral / boils on my skin"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). On (B)(6) 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("uti (urinary tract infection)") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection/bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2013, the patient was found to have hormone level abnormal ("hormones dropped after surgery hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), carditis (seriousness criterion medically significant), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), alcohol intolerance ("had the alcohol intolerance soon after implant"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("myalgia of the joints"), polycystic ovaries ("pcos (polycystic ovary syndrome)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems "), bacterial vaginosis ("bv (bacterial vaginosis)"), post procedural complication ("granulation (not healing after surgery"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital haemorrhage ("genital haemorrhage"), rash ("rashes/ rashes on nose and cheek"), burning sensation ("burning"), dyspepsia ("I had terrible heartburn"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), photophobia ("sunlight sensitive"), ear pain ("ear pain"), autoimmune disorder (seriousness criterion medically significant), malaise ("sick"), abdominal distension ("bloated"), adrenal insufficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), memory impairment ("memory issues"), allergy to metals ("allergic to nickel"), muscle spasms ("muscle spasms in my legs"), nervousness ("I was very shaky"), cough ("cough"), epistaxis ("chronic nose bleeding"), nasal congestion ("chronic congestion"), skin disorder ("scalp / I'm having issues with my skin"), hot flush ("hot flashes"), mood swings ("horrible mood swings"), allergy to chemicals ("sensitivity to chemical / have developed allergies to vodka"), chest discomfort ("chest tightness"), metal poisoning ("heavy metal toxicity"), dysuria ("I was have trouble urinating"), adrenal disorder ("adrenal disease"), hypokalaemia ("I was potassium deficient"), sneezing ("sneezing"), dry eye ("dryness so had that I get blurry vision"), eye pain ("pain in my right eye"), anxiety ("anxiety"), drug hypersensitivity ("I had to reaction to cipro/ I' m allergic to sulfa") and pharyngeal swelling ("my throat swell up") and was found to have adrenal adenoma ("bilateral adrenal adenoma") and weight decreased ("weight loss"). The patient was treated with and surgery (hysterectomy (partial), salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, pelvic adhesions, carditis, nephropathy, complication of device insertion, sciatica, arthralgia, gait disturbance, alcohol intolerance, dizziness, musculoskeletal pain, vaginal infection, weight increased, inflammation, cervicitis, tachycardia, urinary tract infection, electrocardiogram abnormal, cystitis, adenomyosis, hormone level abnormal, post-traumatic stress disorder, excessive granulation tissue, dermatitis, bladder disorder, urinary tract disorder, bacterial vaginosis, post procedural complication, hypersensitivity, vocal cord dysfunction, dyspepsia, diarrhoea, renal pain, photophobia, ear pain, autoimmune disorder, malaise, abdominal distension, adrenal insufficiency, systemic lupus erythematosus, memory impairment, allergy to metals, muscle spasms, nervousness, cough, epistaxis, nasal congestion, skin disorder, hot flush, mood swings, allergy to chemicals, chest discomfort, metal poisoning, dysuria, adrenal disorder, hypokalaemia, sneezing, dry eye, eye pain, anxiety, drug hypersensitivity, pharyngeal swelling, adrenal adenoma and weight decreased outcome was unknown, the device dislocation, perforation, night sweats, fibromyalgia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, vaginal discharge, urticaria, nausea, fatigue, myalgia, hypoaesthesia, female sexual dysfunction, muscle twitching, pyrexia, vision blurred, furuncle, alopecia, cyst, polycystic ovaries, genital haemorrhage, rash and burning sensation had resolved, the headache, migraine, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, abdominal rigidity, acute disseminated encephalomyelitis, acute haemorrhagic leukoencephalitis, addison's disease, adenomyosis, adhesion, adrenal adenoma, adrenal cyst, adrenal disorder, adrenal insufficiency, alcohol intolerance, allergic sinusitis, allergy to chemicals, allergy to metals, alopecia, anger, anxiety, aortic valve incompetence, aphonia, arthralgia, autoimmune disorder, bacterial vaginosis, bladder disorder, bladder pain, blood urine present, bone marrow oedema, bone pain, bronchitis, burning sensation, cardiac disorder, carditis, cervicitis, chest discomfort, chest pain, complication of device insertion, cough, cyst, cystitis, depressed mood, dermatitis, device breakage, device dislocation, diarrhoea, dizziness, drug hypersensitivity, dry eye, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysstasia, dysuria, ear pain, electrocardiogram abnormal, embedded device, emotional distress, epistaxis, excessive granulation tissue, eye inflammation, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, furuncle, gait disturbance, genital haemorrhage, gluten sensitivity, haematuria, headache, histamine intolerance, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, hypoaesthesia, hypogammaglobulinaemia, hypokalaemia, inflammation, insomnia, irritability, lip swelling, malaise, memory impairment, menopause, menorrhagia, metal poisoning, migraine, mood swings, muscle spasms, muscle twitching, musculoskeletal pain, myalgia, nasal congestion, nausea, neoplasm malignant, nephropathy, nervousness, neuralgia, night sweats, nightmare, pain in extremity, panic attack, pelvic adhesions, pelvic inflammatory disease, perforation, pharyngeal swelling, photophobia, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, rash, rash macular, renal pain, respiratory disorder, rubber sensitivity, scar, sciatica, shock symptom, sinusitis, skin disorder, sneezing, solar lentigo, spinal fusion surgery, stress, systemic lupus erythematosus, tachycardia, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased, vocal cord dysfunction, weight decreased and weight increased to be related to essure. The reporter commented: never had heart problems or kidney disease prior to essure. Cross referenced with case number : (B)(4). Cross referenced with case number: (B)(4). Before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. On (B)(6) 2015: hysterectomy. Discrepancy noted: hcg date: on (B)(6) 2013, hcg and discrepancy note in insertion date: on (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray: on (B)(6) 2013: acute cardiopulmonary process. Computerised tomogram: on an unknown date: bilateral adrenal masses and candiduria. Hysterosalpingogram: on (B)(6) 2011: occlusion viewed in both tubes; on (B)(6) 2013: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant. Ultrasound kidney: on (B)(6) 2013: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study. Ultrasound pelvis: on (B)(6) 2012: normal and no evidence for polycystic ovaries.; on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. "Concerning the injuries reported in this case, the following one was described in social media record: embedded device, alcohol intolerance, fibromyalgia, dizzy, arthralgia". ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Amendment: the report was amended for the following reason: 2951250-2019-00781 the case: (B)(4) (deletion case) is found to be duplicate of this case: (B)(4) (retention case). Legacy device report number of deletion case: 2951250-2019-14637 (B)(4). All information including reference number, source document, reporters were transferred from deletion case: (B)(4) to retention case: (B)(4). Event "they are known to migrate into the body instead of out" was added from deletion case to retention case. All information including reporters, source document, events and reference section from deletion case: (B)(4) was added to this case. Events- fibromyalgia, dizzy/ lightheaded and myalgia of the joints. Information transferred from deletion case: (B)(4) all references and source document. Legacy device report number of deletion case: 2951250-2019-00781, information transferred from deletion case: (B)(4) all references and source document. Information transferred from case: (B)(4): legacy device report num / 2951250-2018-00262. Following events¿ pelvic inflammatory disease, perforation, device breakage, pelvic adhesions, abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, abdominal rigidity, acute disseminated encephalomyelitis, acute haemorrhagic leukoencephalitis, addison's disease, adenomyosis, adhesion, adrenal adenoma, adrenal cyst, adrenal disorder, adrenal insufficiency, allergic sinusitis, allergy to chemicals, allergy to metals, alopecia, anger, anxiety, aortic valve incompetence, aphonia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, bladder pain, blood oestrogen decreased, blood urine present, bone marrow oedema, bone pain, bronchitis, burning sensation, cardiac disorder, cervicitis cystic, chest discomfort, chest pain, cough, cyst, cystitis, depressed mood, depression, dermatitis, diarrhoea, drug hypersensitivity, dry eye, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysstasia, dysuria, ear pain, contd. No new follow-up information was received from the reporter. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall'), autoimmune disorder ('autoimmune disorder'), adrenal insufficiency ('adrenal insufficiency '), systemic lupus erythematosus ('lupus/I have symptoms of lupus'), neoplasm malignant ('cancer'), shock symptom ('shocking'), acute disseminated encephalomyelitis ('acute disseminated encephalomyelitis') and acute haemorrhagic leukoencephalitis ('acute necrotizing hemorrhagic leukoencephalitis') in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. The patient's medical history included latex allergy, knee pain, vomiting, memory deficit, simple renal cyst, malignant neoplasm aggravated, fibromyalgia (maternal grandfather), muscle pain (recovered prior to essure, returned under essure) and multigravida (3 difficult pregnancies). The patient denies being pregnant or delivering in the past six weeks. Never had heart problems or kidney disease prior to essure. Before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. Previously administered products included for dysmenorrhea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2007 to (B)(6) 2011, sulfa, norflex and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included chronic fever since (B)(6) 2013, illness since (B)(6) 2013, metal poisoning, vulvovaginal candidiasis, scoliosis, body mass index normal, uterine spasm, sore throat, flu (was exposed to the flu by sister's son), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. The patient also had a family history of fibromyalgia. Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam (xanax), cefalexin sodium (cephalexin sodium), celecoxib (celexa), citalopram, ibuprofen, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen/constant pain in lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections/ vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced headache ("headaches"), dizziness ("dizzy/ lightheaded"), nausea ("nausea") and migraine ("migraine"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain") and hypoaesthesia ("burning numbness/ my left foot is going numb on the outside as well as toes"). In (B)(6) 2012, the patient experienced night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). In (B)(6) 2012, the patient experienced arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right/pain:chronic joint pain"). On (B)(6) 2012, the patient experienced pyrexia ("chronic fevers and pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation/chronic inflammation"), the first episode of cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral/ boils on my skin"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). In (B)(6) 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("uti (urinary tract infection)") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection/bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormones dropped after surgery - hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, carditis ("possible heart problem, inflamed left atrial..."), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), alcohol intolerance ("had the alcohal intolerance soon after implant"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("myalgia of the joints"), dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems "), bacterial vaginosis ("bv (bacterial vaginosis)"), post procedural complication ("granulation (not healing after surgery"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital haemorrhage ("genital haemorrhage"), rash ("rashes/ rashes on nose and cheek"), burning sensation ("burning"), dyspepsia ("I had terribble heartburn"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), photophobia ("sunlight sensitive"), ear pain ("ear pain"), autoimmune disorder (seriousness criterion medically significant), malaise ("sick"), abdominal distension ("bloated"), adrenal insufficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), memory impairment ("memory issues"), allergy to metals ("allergic to nickel"), muscle spasms ("muscle spasms in my legs"), nervousness ("I was very shaky"), cough ("cough"), epistaxis ("chronic nose bleeding"), nasal congestion ("chronic congestion"), skin disorder ("scalp/I m having issues with my skin"), hot flush ("hot flashes"), mood swings ("horrible mood swings"), allergy to chemicals ("sensitivity to chemical/ developed allergies to vodka, vodka damn near closes my throat now"), chest discomfort ("chest tightness"), heavy metal poisoning ("heavy metal toxicity"), dysuria ("I was have trouble urinating"), adrenal disorder ("adrenal disease"), hypokalaemia ("I was potassium deficient"), sneezing ("sneezing"), dry eye ("dryness so had that I get blurry vision"), eye pain ("pain in my right eye"), anxiety ("anxiety"), drug hypersensitivity ("I had to reaction to cipro/ im allergic to sulfa"), pharyngeal swelling ("my thorat swell up"), shock symptom (seriousness criterion medically significant), acute disseminated encephalomyelitis (seriousness criterion medically significant) and acute haemorrhagic leukoencephalitis (seriousness criterion medically significant) and was found to have adrenal adenoma ("bilateral adrenal adenoma"), weight decreased ("weight loss"), blood urine present ("unexplained blood in my urine"), vitamin d decreased ("depleted vitamin d level") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with and surgery (hysterectomy and hysterectomy ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the device breakage, pelvic inflammatory disease, embedded device, adenomyosis, carditis, nephropathy, complication of device insertion, sciatica, arthralgia, gait disturbance, alcohol intolerance, dizziness, musculoskeletal pain, vaginal infection, weight increased, inflammation, tachycardia, urinary tract infection, electrocardiogram abnormal, cystitis, hormone level abnormal, post-traumatic stress disorder, excessive granulation tissue, dermatitis, bladder disorder, urinary tract disorder, bacterial vaginosis, post procedural complication, hypersensitivity, vocal cord dysfunction, dyspepsia, diarrhoea, renal pain, photophobia, ear pain, autoimmune disorder, malaise, abdominal distension, adrenal insufficiency, systemic lupus erythematosus, memory impairment, allergy to metals, muscle spasms, nervousness, cough, epistaxis, nasal congestion, skin disorder, hot flush, mood swings, allergy to chemicals, chest discomfort, heavy metal poisoning, dysuria, adrenal disorder, hypokalaemia, sneezing, dry eye, eye pain, anxiety, drug hypersensitivity, pharyngeal swelling, adrenal adenoma, weight decreased, blood urine present, vitamin d decreased, neoplasm malignant, shock symptom, acute disseminated encephalomyelitis and acute haemorrhagic leukoencephalitis outcome was unknown, the night sweats, fibromyalgia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, vaginal discharge, urticaria, nausea, fatigue, myalgia, hypoaesthesia, female sexual dysfunction, muscle twitching, pyrexia, vision blurred, furuncle, alopecia, cyst, genital haemorrhage, rash and burning sensation had resolved, the headache, migraine, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, abdominal rigidity, acute disseminated encephalomyelitis, acute haemorrhagic leukoencephalitis, addison's disease, adenomyosis, adhesion, adrenal adenoma, adrenal cyst, adrenal disorder, adrenal insufficiency, alcohol intolerance, allergic sinusitis, allergy to animal, allergy to chemicals, allergy to metals, alopecia, anger, anxiety, aortic valve incompetence, aphonia, arthralgia, autoimmune disorder, bacterial vaginosis, bladder disorder, bladder pain, blood urine present, bone marrow oedema, bone pain, breast cancer, breast pain, bronchitis, burning sensation, cardiac disorder, carditis, chest discomfort, chest pain, chills, complication of device insertion, cough, cyst, cystitis, dental caries, depressed mood, dermatitis, device breakage, diarrhoea, dizziness, drug hypersensitivity, dry eye, dry mouth, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysstasia, dysuria, ear pain, electrocardiogram abnormal, embedded device, emotional distress, epistaxis, excessive granulation tissue, eye inflammation, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, food allergy, fungal infection, furuncle, gait disturbance, gastrointestinal disorder, genital haemorrhage, gingival disorder, gluten sensitivity, haematuria, headache, heavy metal poisoning, histamine intolerance, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, hypoaesthesia, hypogammaglobulinaemia, hypokalaemia, inflammation, insomnia, irritability, lip swelling, malaise, memory impairment, menopause, menorrhagia, migraine, mood swings, multiple allergies, muscle spasms, muscle twitching, musculoskeletal disorder, musculoskeletal pain, myalgia, nasal congestion, nausea, neoplasm malignant, nephropathy, nervousness, neuralgia, night sweats, nightmare, pain in extremity, panic attack, paraesthesia, pelvic inflammatory disease, peripheral swelling, pharyngeal swelling, photophobia, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, rash, rash macular, renal pain, respiratory disorder, rubber sensitivity, scar, sciatica, shock symptom, sinusitis, skin disorder, sneezing, solar lentigo, spinal fusion surgery, streptobacillus infection, stress, systemic lupus erythematosus, tachycardia, tinnitus, toothache, urinary incontinence, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased, vocal cord dysfunction, weight decreased, weight increased, the first episode of cervicitis cystic, metal poisoning and the second episode of cervicitis cystic to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray - on (B)(6) 2013: acute cardiopulmonary process. Computerised tomogram - on an unknown date: bilateral adrenal masses and candiduria; on (B)(6) 2013: no pericolonic inflammation or bowel obstruction. No definite findings to indicate appendicitis. Tubal ligation clips. Trace amount of free fluid in the pelvis. Bilateral indeterminate adrenal masses. Follow-up is recommended. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant. Pathology test - on (B)(6) 2013: cervix: chronic cystic cervicitis. No evidence of dysplasia or carcinoma. Endometrium: secretory phase. No evidence of hyperplasia or carcinoma. Myometrium: superficial adenomyosis preoperative diagnosis: pelvic pain, menorrhagia, dysmenorrhea upon re-examination of the specimen there are two tubal structures identified, possible remnants of fallopian tubes measuring 0.3 cm in length and 0.1 cm in diameter and 1.0 cm in length and 2 cm in diameter embedded within the tube and extending into the myometrial wall there are gray tan metal wire springs.. Ultrasound kidney - on (B)(6) 2013: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study. Ultrasound pelvis - in january 2012: normal and no evidence for polycystic ovaries.; on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. "Concerning the injuries reported in this case, the following one was described in social media record: embedded device, alcohol intolerance, fibromyalgia, dizzy, arthralgia", breast cancer. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Lot number:959215 manufacturing date: 2012-03 expiration date:2015-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('device breakage'), device dislocation ('they are known to migrate into the body instead of out/'right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon'), perforation ('perforation'), embedded device (''possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall'), pelvic adhesions ('pelvic adhesion'), autoimmune disorder ('autoimmune disorder'), adrenal insufficiency ('adrenal insufficiency '), systemic lupus erythematosus ('lupus/I have symptoms of lupus'), neoplasm malignant ('cancer'), shock symptom ('shocking'), acute disseminated encephalomyelitis ('acute disseminated encephalomyelitis') and acute haemorrhagic leukoencephalitis ('acute necrotizing hemorrhagic leukoencephalitis') in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. The patient's medical history included latex allergy, knee pain, vomiting, memory deficit, simple renal cyst, malignant neoplasm aggravated and fibromyalgia (maternal grandfather). The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to (B)(6) 2012, sulfa, norflex and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included chronic fever since (B)(6) 2013, illness since (B)(6) 2013, metal poisoning, vulvovaginal candidiasis, scoliosis, body mass index normal, uterine spasm, sore throat, flu (patient has been exposed to the flu by her sister's son), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. The patient also had a family history of fibromyalgia. Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam (xanax), cefalexin sodium (cephalexin sodium), celecoxib (celexa), citalopram, ibuprofen, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen/constant pain in lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections/ vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced headache ("headaches"), dizziness ("dizzy/ lightheaded"), nausea ("nausea") and migraine ("migraine"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain") and hypoaesthesia ("burning numbness/ my left foot is going numb on the outside as well as toes"). In (B)(6) 2012, the patient experienced night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). In (B)(6) 2012, the patient experienced arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right/pain:chronic joint pain"). On (B)(6) 2012, the patient experienced pyrexia ("chronic fevers and pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation/chronic inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral/ boils on my skin"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). In (B)(6) 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("uti (urinary tract infection)") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection/bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2013, the patient was found to have the first episode of hormone level abnormal ("hormones dropped after surgery - hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), carditis ("possible heart problem, inflamed left atrial..."), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), alcohol intolerance ("had the alcohol intolerance soon after implant"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("myalgia of the joints"), polycystic ovaries ("pcos (polycystic ovary syndrome)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems "), bacterial vaginosis ("bv (bacterial vaginosis)"), post procedural complication ("granulation (not healing after surgery"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital haemorrhage ("genital haemorrhage"), rash ("rashes/ rashes on nose and cheek"), burning sensation ("burning"), dyspepsia ("I had terrible heartburn"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), photophobia ("sunlight sensitive"), ear pain ("ear pain"), autoimmune disorder (seriousness criterion medically significant), malaise ("sick"), abdominal distension ("bloated"), adrenal insufficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), memory impairment ("memory issues"), allergy to metals ("allergic to nickel"), muscle spasms ("muscle spasms in my legs"), nervousness ("I was very shaky"), cough ("cough"), epistaxis ("chronic nose bleeding"), nasal congestion ("chronic congestion"), skin disorder ("scalp/I m having issues with my skin"), hot flush ("hot flashes"), mood swings ("horrible mood swings"), allergy to chemicals ("sensitivity to chemical/ have developed allergies to vodka"), chest discomfort ("chest tightness"), heavy metal poisoning ("heavy metal toxicity"), dysuria ("I was have trouble urinating"), adrenal disorder ("adrenal disease"), hypokalaemia ("I was potassium deficient"), sneezing ("sneezing"), dry eye ("dryness so had that I get blurry vision"), eye pain ("pain in my right eye"), anxiety ("anxiety"), drug hypersensitivity ("I had to reaction to cipro/ im allergic to sulfa") and pharyngeal swelling ("my throat swell up") and was found to have adrenal adenoma ("bilateral adrenal adenoma") and weight decreased ("weight loss"). The patient was treated with and surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, pelvic adhesions, carditis, nephropathy, complication of device insertion, sciatica, arthralgia, gait disturbance, alcohol intolerance, dizziness, musculoskeletal pain, vaginal infection, weight increased, inflammation, cervicitis cystic, tachycardia, urinary tract infection, electrocardiogram abnormal, cystitis, adenomyosis, post-traumatic stress disorder, excessive granulation tissue, dermatitis, bladder disorder, urinary tract disorder, bacterial vaginosis, post procedural complication, hypersensitivity, vocal cord dysfunction, dyspepsia, diarrhoea, renal pain, photophobia, ear pain, autoimmune disorder, malaise, abdominal distension, adrenal insufficiency, systemic lupus erythematosus, memory impairment, allergy to metals, muscle spasms, nervousness, cough, epistaxis, nasal congestion, skin disorder, hot flush, mood swings, allergy to chemicals, chest discomfort, heavy metal poisoning, dysuria, adrenal disorder, hypokalaemia, sneezing, dry eye, eye pain, anxiety, drug hypersensitivity, pharyngeal swelling, adrenal adenoma and weight decreased outcome was unknown, the device dislocation, perforation, night sweats, fibromyalgia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, vaginal discharge, urticaria, nausea, fatigue, myalgia, hypoaesthesia, female sexual dysfunction, muscle twitching, pyrexia, vision blurred, furuncle, alopecia, cyst, polycystic ovaries, genital haemorrhage, rash and burning sensation had resolved, the headache, migraine, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, abdominal rigidity, acute disseminated encephalomyelitis, acute haemorrhagic leukoencephalitis, addison's disease, adenomyosis, adhesion, adrenal adenoma, adrenal cyst, adrenal disorder, adrenal insufficiency, alcohol intolerance, allergic sinusitis, allergy to chemicals, allergy to metals, alopecia, anger, anxiety, aortic valve incompetence, aphonia, arthralgia, autoimmune disorder, bacterial vaginosis, bladder disorder, bladder pain, blood urine present, bone marrow oedema, bone pain, breast cancer, bronchitis, burning sensation, cardiac disorder, carditis, cervicitis cystic, chest discomfort, chest pain, complication of device insertion, cough, cyst, cystitis, depressed mood, dermatitis, device breakage, device dislocation, diarrhoea, dizziness, drug hypersensitivity, dry eye, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysstasia, dysuria, ear pain, electrocardiogram abnormal, embedded device, emotional distress, epistaxis, excessive granulation tissue, eye inflammation, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, furuncle, gait disturbance, genital haemorrhage, gluten sensitivity, haematuria, headache, heavy metal poisoning, histamine intolerance, hot flush, hypermobility syndrome, hypersensitivity, hypoaesthesia, hypogammaglobulinaemia, hypokalaemia, inflammation, insomnia, irritability, lip swelling, malaise, memory impairment, menopause, menorrhagia, migraine, mood swings, muscle spasms, muscle twitching, musculoskeletal pain, myalgia, nasal congestion, nausea, neoplasm malignant, nephropathy, nervousness, neuralgia, night sweats, nightmare, pain in extremity, panic attack, pelvic adhesions, pelvic inflammatory disease, perforation, peripheral swelling, pharyngeal swelling, photophobia, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, rash, rash macular, renal pain, respiratory disorder, rubber sensitivity, scar, sciatica, shock symptom, sinusitis, skin disorder, sneezing, solar lentigo, spinal fusion surgery, stress, systemic lupus erythematosus, tachycardia, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased, vocal cord dysfunction, weight decreased, weight increased, the first episode of hormone level abnormal, metal poisoning and the second episode of hormone level abnormal to be related to essure. The reporter commented: never had heart problems or kidney disease prior to essure. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. (B)(6) 2015-(B)(6) 2015-hysterectomy discrepancy noted: hcg date (B)(6) 2013- hcg and discrepancy note in insertion date : (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray - on (B)(6) 2013: acute cardiopulmonary process. Computerised tomogram - on an unknown date: bilateral adrenal masses and candiduria. Hysterosalpingogram - on (B)(6) 2011: occlusion viewed in both tubes; on (B)(6) 2013: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant. Ultrasound kidney - on (B)(6) 2013: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study. Ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries.; on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. "Concerning the injuries reported in this case, the following one was described in social media record: embedded device, alcohol intolerance, fibromyalgia, dizzy, arthralgia", breast cancer. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: breast cancer were added. On 23-mar-2020: social media received. Reporter added. Event fingers turn red and swell, metal toxicity from coils, hormonal imbalances added. On 23-mar-2020: processed with fu 19 on 23-mar-2020: social media received- reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('device breakage'), device dislocation ('they are known to migrate into the body instead of out/'right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon'), perforation ('perforation'), embedded device (''possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall'), pelvic adhesions ('pelvic adhesion'), carditis ('possible heart problem, inflamed left atrial...'), autoimmune disorder ('autoimmune disorder'), adrenal insufficiency ('adrenal insufficiency '), systemic lupus erythematosus ('lupus/I have symptoms of lupus'), neoplasm malignant ('cancer'), shock symptom ('shocking'), acute disseminated encephalomyelitis ('acute disseminated encephalomyelitis') and acute haemorrhagic leukoencephalitis ('acute necrotizing hemorrhagic leukoencephalitis') in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. The patient's medical history included latex allergy, knee pain, vomiting, memory deficit, simple renal cyst, malignant neoplasm aggravated and fibromyalgia (maternal grandfather). The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to (B)(6) 2012, sulfa, norflex and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included chronic fever since (B)(6) 2013, illness since (B)(6) 2013, metal poisoning, vulvovaginal candidiasis, scoliosis, body mass index normal, uterine spasm, sore throat, flu (patient has been exposed to the flu by her sister's son), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. The patient also had a family history of fibromyalgia. Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam (xanax), cefalexin sodium (cephalexin sodium), celecoxib (celexa), citalopram, ibuprofen, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen/constant pain in lower abdomen"), vaginal hemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections/ vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced headache ("headaches"), dizziness ("dizzy/ lightheaded"), nausea ("nausea") and migraine ("migraine"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain") and hypoaesthesia ("burning numbness/ my left foot is going numb on the outside as well as toes"). In (B)(6) 2012, the patient experienced night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). In (B)(6) 2012, the patient experienced arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right/pain:chronic joint pain"). On (B)(6) 2012, the patient experienced pyrexia ("chronic fevers and pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation/chronic inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral/ boils on my skin"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). In (B)(6) 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("uti (urinary tract infection)") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection/bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) -2013, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormones dropped after surgery - hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), carditis (seriousness criterion medically significant), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), alcohol intolerance ("had the alcohol intolerance soon after implant"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("myalgia of the joints"), polycystic ovaries ("pcos (polycystic ovary syndrome)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems "), bacterial vaginosis ("bv (bacterial vaginosis)"), post procedural complication ("granulation (not healing after surgery"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital hemorrhage ("genital haemorrhage"), rash ("rashes/ rashes on nose and cheek"), burning sensation ("burning"), dyspepsia ("I had terrible heartburn"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), photophobia ("sunlight sensitive"), ear pain ("ear pain"), autoimmune disorder (seriousness criterion medically significant), malaise ("sick"), abdominal distension ("bloated"), adrenal insufficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), memory impairment ("memory issues"), allergy to metals ("allergic to nickel"), muscle spasms ("muscle spasms in my legs"), nervousness ("I was very shaky"), cough ("cough"), epistaxis ("chronic nose bleeding"), nasal congestion ("chronic congestion"), skin disorder ("scalp/I m having issues with my skin"), hot flush ("hot flashes"), mood swings ("horrible mood swings"), allergy to chemicals ("sensitivity to chemical/ have developed allergies to vodka"), chest discomfort ("chest tightness"), metal poisoning ("heavy metal toxicity"), dysuria ("I was have trouble urinating"), adrenal disorder ("adrenal disease"), hypokalaemia ("I was potassium deficient"), sneezing ("sneezing"), dry eye ("dryness so had that I get blurry vision"), eye pain ("pain in my right eye"), anxiety ("anxiety"), drug hypersensitivity ("I had to reaction to cipro/ im allergic to sulfa") and pharyngeal swelling ("my throat swell up") and was found to have adrenal adenoma ("bilateral adrenal adenoma") and weight decreased ("weight loss"). The patient was treated with and surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on(B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, pelvic adhesions, carditis, nephropathy, complication of device insertion, sciatica, arthralgia, gait disturbance, alcohol intolerance, dizziness, musculoskeletal pain, vaginal infection, weight increased, inflammation, cervicitis cystic, tachycardia, urinary tract infection, electrocardiogram abnormal, cystitis, adenomyosis, hormone level abnormal, post-traumatic stress disorder, excessive granulation tissue, dermatitis, bladder disorder, urinary tract disorder, bacterial vaginosis, post procedural complication, hypersensitivity, vocal cord dysfunction, dyspepsia, diarrhoea, renal pain, photophobia, ear pain, autoimmune disorder, malaise, abdominal distension, adrenal insufficiency, systemic lupus erythematosus, memory impairment, allergy to metals, muscle spasms, nervousness, cough, epistaxis, nasal congestion, skin disorder, hot flush, mood swings, allergy to chemicals, chest discomfort, metal poisoning, dysuria, adrenal disorder, hypokalaemia, sneezing, dry eye, eye pain, anxiety, drug hypersensitivity, pharyngeal swelling, adrenal adenoma and weight decreased outcome was unknown, the device dislocation, perforation, night sweats, fibromyalgia, dysmenorrhoea, abdominal pain lower, vaginal hemorrhage, vaginal discharge, urticaria, nausea, fatigue, myalgia, hypoaesthesia, female sexual dysfunction, muscle twitching, pyrexia, vision blurred, furuncle, alopecia, cyst, polycystic ovaries, genital haemorrhage, rash and burning sensation had resolved, the headache, migraine, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, abdominal rigidity, acute disseminated encephalomyelitis, acute hemorrhagic leukoencephalitis, addison's disease, adenomyosis, adhesion, adrenal adenoma, adrenal cyst, adrenal disorder, adrenal insufficiency, alcohol intolerance, allergic sinusitis, allergy to chemicals, allergy to metals, alopecia, anger, anxiety, aortic valve incompetence, aphonia, arthralgia, autoimmune disorder, bacterial vaginosis, bladder disorder, bladder pain, blood urine present, bone marrow oedema, bone pain, bronchitis, burning sensation, cardiac disorder, carditis, cervicitis cystic, chest discomfort, chest pain, complication of device insertion, cough, cyst, cystitis, depressed mood, dermatitis, device breakage, device dislocation, diarrhoea, dizziness, drug hypersensitivity, dry eye, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysstasia, dysuria, ear pain, electrocardiogram abnormal, embedded device, emotional distress, epistaxis, excessive granulation tissue, eye inflammation, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, furuncle, gait disturbance, genital haemorrhage, gluten sensitivity, haematuria, headache, histamine intolerance, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, hypoaesthesia, hypogammaglobulinaemia, hypokalaemia, inflammation, insomnia, irritability, lip swelling, malaise, memory impairment, menopause, menorrhagia, metal poisoning, migraine, mood swings, muscle spasms, muscle twitching, musculoskeletal pain, myalgia, nasal congestion, nausea, neoplasm malignant, nephropathy, nervousness, neuralgia, night sweats, nightmare, pain in extremity, panic attack, pelvic adhesions, pelvic inflammatory disease, perforation, pharyngeal swelling, photophobia, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, rash, rash macular, renal pain, respiratory disorder, rubber sensitivity, scar, sciatica, shock symptom, sinusitis, skin disorder, sneezing, solar lentigo, spinal fusion surgery, stress, systemic lupus erythematosus, tachycardia, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased, vocal cord dysfunction, weight decreased and weight increased to be related to essure. The reporter commented: never had heart problems or kidney disease prior to essure. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. (B)(6) -(B)(6) 2015-hysterectomy. Discrepancy noted: hcg date (B)(6) 2013- hcg and discrepancy note in insertion date : (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray - on (B)(6) 2013: acute cardiopulmonary process. Computerised tomogram - on an unknown date: bilateral adrenal masses and candiduria. Hysterosalpingogram - on (B)(6) 2011: occlusion viewed in both tubes; on (B)(6) 2013: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant. Ultrasound kidney - on (B)(6) 2013: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study. Ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries.; on 11-(b)(5)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. "Concerning the injuries reported in this case, the following one was described in social media record: embedded device, alcohol intolerance, fibromyalgia, dizzy, arthralgia". ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal hemorrhage and vaginitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('device breakage'), device dislocation ('they are known to migrate into the body instead of out/'right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon'), perforation ('perforation'), embedded device (''possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall'), pelvic adhesions ('pelvic adhesion'), autoimmune disorder ('autoimmune disorder'), adrenal insufficiency ('adrenal insufficiency '), systemic lupus erythematosus ('lupus/I have symptoms of lupus'), neoplasm malignant ('cancer'), shock symptom ('shocking'), acute disseminated encephalomyelitis ('acute disseminated encephalomyelitis') and acute haemorrhagic leukoencephalitis ('acute necrotizing hemorrhagic leukoencephalitis') in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. The patient's medical history included latex allergy, knee pain, vomiting, memory deficit, simple renal cyst, malignant neoplasm aggravated and fibromyalgia (maternal grandfather). The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to (B)(6) 2012, sulfa, norflex and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included chronic fever since (B)(6) 2013, illness since (B)(6) 2013, metal poisoning, vulvovaginal candidiasis, scoliosis, body mass index normal, uterine spasm, sore throat, flu (patient has been exposed to the flu by her sister's son), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. The patient also had a family history of fibromyalgia. Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam (xanax), cefalexin sodium (cephalexin sodium), celecoxib (celexa), citalopram, ibuprofen, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen/constant pain in lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections/ vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced headache ("headaches"), dizziness ("dizzy/ lightheaded"), nausea ("nausea") and migraine ("migraine"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain") and hypoaesthesia ("burning numbness/ my left foot is going numb on the outside as well as toes"). In (B)(6) 2012, the patient experienced night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). In (B)(6) 2012, the patient experienced arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right/pain:chronic joint pain"). On (B)(6) 2012, the patient experienced pyrexia ("chronic fevers and pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation/chronic inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral/ boils on my skin"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). In (B)(6) 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("uti (urinary tract infection)") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection/bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormones dropped after surgery - hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), carditis ("possible heart problem, inflamed left atrial..."), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), alcohol intolerance ("had the alcohal intolerance soon after implant"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("myalgia of the joints"), polycystic ovaries ("pcos (polycystic ovary syndrome)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems "), bacterial vaginosis ("bv (bacterial vaginosis)"), post procedural complication ("granulation (not healing after surgery"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital haemorrhage ("genital haemorrhage"), rash ("rashes/ rashes on nose and cheek"), burning sensation ("burning"), dyspepsia ("I had terribble heartburn"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), photophobia ("sunlight sensitive"), ear pain ("ear pain"), autoimmune disorder (seriousness criterion medically significant), malaise ("sick"), abdominal distension ("bloated"), adrenal insufficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), memory impairment ("memory issues"), allergy to metals ("allergic to nickel"), muscle spasms ("muscle spasms in my legs"), nervousness ("I was very shaky"), cough ("cough"), epistaxis ("chronic nose bleeding"), nasal congestion ("chronic congestion"), skin disorder ("scalp/I m having issues with my skin"), hot flush ("hot flashes"), mood swings ("horrible mood swings"), allergy to chemicals ("sensitivity to chemical/ have developed allergies to vokda"), chest discomfort ("chest tightness"), metal poisoning ("heavy metal toxicity"), dysuria ("I was have trouble urinating"), adrenal disorder ("adrenal disease"), hypokalaemia ("I was potassium deficient"), sneezing ("sneezing"), dry eye ("dryness so had that I get blurry vision"), eye pain ("pain in my right eye"), anxiety ("anxiety"), drug hypersensitivity ("I had to reaction to cipro/ im allergic to sulfa") and pharyngeal swelling ("my thorat swell up") and was found to have adrenal adenoma ("bilateral adrenal adenoma") and weight decreased ("weight loss"). The patient was treated with and surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, pelvic adhesions, carditis, nephropathy, complication of device insertion, sciatica, arthralgia, gait disturbance, alcohol intolerance, dizziness, musculoskeletal pain, vaginal infection, weight increased, inflammation, cervicitis cystic, tachycardia, urinary tract infection, electrocardiogram abnormal, cystitis, adenomyosis, hormone level abnormal, post-traumatic stress disorder, excessive granulation tissue, dermatitis, bladder disorder, urinary tract disorder, bacterial vaginosis, post procedural complication, hypersensitivity, vocal cord dysfunction, dyspepsia, diarrhoea, renal pain, photophobia, ear pain, autoimmune disorder, malaise, abdominal distension, adrenal insufficiency, systemic lupus erythematosus, memory impairment, allergy to metals, muscle spasms, nervousness, cough, epistaxis, nasal congestion, skin disorder, hot flush, mood swings, allergy to chemicals, chest discomfort, metal poisoning, dysuria, adrenal disorder, hypokalaemia, sneezing, dry eye, eye pain, anxiety, drug hypersensitivity, pharyngeal swelling, adrenal adenoma and weight decreased outcome was unknown, the device dislocation, perforation, night sweats, fibromyalgia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, vaginal discharge, urticaria, nausea, fatigue, myalgia, hypoaesthesia, female sexual dysfunction, muscle twitching, pyrexia, vision blurred, furuncle, alopecia, cyst, polycystic ovaries, genital haemorrhage, rash and burning sensation had resolved, the headache, migraine, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, abdominal rigidity, acute disseminated encephalomyelitis, acute haemorrhagic leukoencephalitis, addison's disease, adenomyosis, adhesion, adrenal adenoma, adrenal cyst, adrenal disorder, adrenal insufficiency, alcohol intolerance, allergic sinusitis, allergy to chemicals, allergy to metals, alopecia, anger, anxiety, aortic valve incompetence, aphonia, arthralgia, autoimmune disorder, bacterial vaginosis, bladder disorder, bladder pain, blood urine present, bone marrow oedema, bone pain, bronchitis, burning sensation, cardiac disorder, carditis, cervicitis cystic, chest discomfort, chest pain, complication of device insertion, cough, cyst, cystitis, depressed mood, dermatitis, device breakage, device dislocation, diarrhoea, dizziness, drug hypersensitivity, dry eye, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysstasia, dysuria, ear pain, electrocardiogram abnormal, embedded device, emotional distress, epistaxis, excessive granulation tissue, eye inflammation, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, furuncle, gait disturbance, genital haemorrhage, gluten sensitivity, haematuria, headache, histamine intolerance, hormone level abnormal, hot flush, hypermobility syndrome, hypersensitivity, hypoaesthesia, hypogammaglobulinaemia, hypokalaemia, inflammation, insomnia, irritability, lip swelling, malaise, memory impairment, menopause, menorrhagia, metal poisoning, migraine, mood swings, muscle spasms, muscle twitching, musculoskeletal pain, myalgia, nasal congestion, nausea, neoplasm malignant, nephropathy, nervousness, neuralgia, night sweats, nightmare, pain in extremity, panic attack, pelvic adhesions, pelvic inflammatory disease, perforation, pharyngeal swelling, photophobia, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, rash, rash macular, renal pain, respiratory disorder, rubber sensitivity, scar, sciatica, shock symptom, sinusitis, skin disorder, sneezing, solar lentigo, spinal fusion surgery, stress, systemic lupus erythematosus, tachycardia, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased, vocal cord dysfunction, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: never had heart problems or kidney disease prior to essure. Cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. (B)(6) 2015-hysterectomy. Discrepancy noted: hcg date (B)(6) 2013- hcg and discrepancy note in insertion date : (B)(6) 2012 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray - on (B)(6) 2013: acute cardiopulmonary process. Computerised tomogram - on an unknown date: bilateral adrenal masses and candiduria. Hysterosalpingogram - on (B)(6) 2011: occlusion viewed in both tubes; on (B)(6) 2013: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant. Ultrasound kidney - on (B)(6) 2013: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study. Ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries.; on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. "Concerning the injuries reported in this case, the following one was described in social media record: embedded device, alcohol intolerance, fibromyalgia, dizzy, arthralgia". ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter information were added. This record was detected to be a duplicate to record (B)(4)which will be deleted from bayer safety database after all information was transferred to this record (B)(4)which will be retained. Reporter information added from deletion case (B)(4). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('device breakage'), embedded device (''possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall'), autoimmune disorder ('autoimmune disorder'), adrenal insufficiency ('adrenal insufficiency '), systemic lupus erythematosus ('lupus/I have symptoms of lupus'), neoplasm malignant ('cancer'), shock symptom ('shocking'), acute disseminated encephalomyelitis ('acute disseminated encephalomyelitis') and acute haemorrhagic leukoencephalitis ('acute necrotizing hemorrhagic leukoencephalitis') in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 the patient's medical history included latex allergy, knee pain, vomiting, memory deficit, simple renal cyst, malignant neoplasm aggravated and fibromyalgia (maternal grandfather). The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to (B)(6) 2012, sulfa, norflex and codeine sulfate. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included chronic fever since (B)(6) 2013, illness since (B)(6) 2013, metal poisoning, vulvovaginal candidiasis, scoliosis, body mass index normal, uterine spasm, sore throat, flu (patient has been exposed to the flu by her sister's son), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. The patient also had a family history of fibromyalgia. Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam (xanax), cefalexin sodium (cephalexin sodium), celecoxib (celexa), citalopram, ibuprofen, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen/constant pain in lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections/ vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"), 1 day after insertion of essure. On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced headache ("headaches"), dizziness ("dizzy/ lightheaded"), nausea ("nausea") and migraine ("migraine"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain") and hypoaesthesia ("burning numbness/ my left foot is going numb on the outside as well as toes"). In (B)(6) 2012, the patient experienced night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). In october 2012, the patient experienced arthralgia ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right/pain:chronic joint pain"). On (B)(6) 2012, the patient experienced pyrexia ("chronic fevers and pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation/chronic inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral/ boils on my skin"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). In (B)(6) 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("uti (urinary tract infection)") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection/bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2013, the patient was found to have the first episode of hormone level abnormal ("hormones dropped after surgery - hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required)with pelvic pain, carditis ("possible heart problem, inflamed left atrial..."), nephropathy ("possible kidney diseases"), sciatica ("sound like me I was thinking it was my sciatic nerve at first I limp a lot when it happens the pain starts in your hip and just radiates down right"), gait disturbance ("I limp a lot when it happens"), alcohol intolerance ("had the alcohal intolerance soon after implant"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("myalgia of the joints"), dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems "), bacterial vaginosis ("bv (bacterial vaginosis)"), post procedural complication ("granulation (not healing after surgery"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital haemorrhage ("genital haemorrhage"), rash ("rashes/ rashes on nose and cheek"), burning sensation ("burning"), dyspepsia ("I had terribble heartburn"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), photophobia ("sunlight sensitive"), ear pain ("ear pain"), autoimmune disorder (seriousness criterion medically significant), malaise ("sick"), abdominal distension ("bloated"), adrenal insufficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), memory impairment ("memory issues"), allergy to metals ("allergic to nickel"), muscle spasms ("muscle spasms in my legs"), nervousness ("I was very shaky"), cough ("cough"), epistaxis ("chronic nose bleeding"), nasal congestion ("chronic congestion"), skin disorder ("scalp/I m having issues with my skin"), hot flush ("hot flashes"), mood swings ("horrible mood swings"), allergy to chemicals ("sensitivity to chemical/ have developed allergies to vokda"), chest discomfort ("chest tightness"), heavy metal poisoning ("heavy metal toxicity"), dysuria ("I was have trouble urinating"), adrenal disorder ("adrenal disease"), hypokalaemia ("I was potassium deficient"), sneezing ("sneezing"), dry eye ("dryness so had that I get blurry vision"), eye pain ("pain in my right eye"), anxiety ("anxiety"), drug hypersensitivity ("I had to reaction to cipro/ im allergic to sulfa") and pharyngeal swelling ("my thorat swell up"), dry mouth, breast pain, allergy to animal, cervicitis cystic, chills, dental caries, food allergy, fungal infection, gastrointestinal disorder, gingival disorder, multiple allergies, musculoskeletal disorder, paraesthesia, streptobacillus infection, tinnitus, urinary incontinence and was found to have adrenal adenoma ("bilateral adrenal adenoma") and weight decreased ("weight loss"). The patient was treated with and surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, carditis, nephropathy, complication of device insertion, sciatica, arthralgia, gait disturbance, alcohol intolerance, dizziness, musculoskeletal pain, vaginal infection, weight increased, inflammation, cervicitis cystic, tachycardia, urinary tract infection, electrocardiogram abnormal, cystitis, adenomyosis, post-traumatic stress disorder, excessive granulation tissue, dermatitis, bladder disorder, urinary tract disorder, bacterial vaginosis, post procedural complication, hypersensitivity, vocal cord dysfunction, dyspepsia, diarrhoea, renal pain, photophobia, ear pain, autoimmune disorder, malaise, abdominal distension, adrenal insufficiency, systemic lupus erythematosus, memory impairment, allergy to metals, muscle spasms, nervousness, cough, epistaxis, nasal congestion, skin disorder, hot flush, mood swings, allergy to chemicals, chest discomfort, heavy metal poisoning, dysuria, adrenal disorder, hypokalaemia, sneezing, dry eye, eye pain, anxiety, drug hypersensitivity, pharyngeal swelling, adrenal adenoma, dry mouth, breast pain, allergy to animal, cervicitis cystic, chills, dental caries, food allergy, fungal infection, gastrointestinal disorder, gingival disorder, multiple allergies, musculoskeletal disorder, paraesthesia, streptobacillus infection, tinnitus, urinary incontinence and weight decreased outcome was unknown, the night sweats, fibromyalgia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, vaginal discharge, urticaria, nausea, fatigue, myalgia, hypoaesthesia, female sexual dysfunction, muscle twitching, pyrexia, vision blurred, furuncle, alopecia, cyst, genital haemorrhage, rash and burning sensation had resolved, the headache, migraine, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered all events to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray - on (B)(6) 2013: acute cardiopulmonary process. Computerised tomogram - on an unknown date: bilateral adrenal masses and candiduria. Hysterosalpingogram - on (B)(6) 2011: occlusion viewed in both tubes; on (B)(6) 2013: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant. Pathology test - on (B)(6) 2013: cervix: chronic cystic cervicitis. No evidence of dysplasia or carcinoma. Endometrium: secretory phase. No evidence of hyperplasia or carcinoma. Myometrium: superficial adenomyosis. Preoperative diagnosis: pelvic pain, menorrhagia, dysmenorrhea upon re-examination of the specimen there are two tubal structures identified, possible remnants of fallopian tubes measuring 0.3 cm in length and 0.1 cm in diameter and 1.0 cm in length and 2 cm in diameter embedded within the tube and extending into the myometrial wall there are gray tan metal wire springs. Ultrasound kidney - on (B)(6) 2013: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study. Ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries.; on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. "Concerning the injuries reported in this case, the following one was described in social media record: embedded device, alcohol intolerance, fibromyalgia, dizzy, arthralgia", breast cancer. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review this record was detected to be a duplicate to records us-bayer-2014-020425, us-bayer-2017-233528 (medwatch 3500a MFR report number 2951250-2017-09865), us-bayer-2019-141609, us-bayer-2020-060960 (medwatch 3500a MFR number 2951250-2020-03776), us-bayer-2020-060233, which all will be deleted from bayer safety database after all information was transferred to this case us-bayer-2017-233529 which will be retained. New: new events added: dry mouth, breast pain, allergy to animal, cervicitis cystic, chills, dental caries, food allergy, fungal infection, gastrointestinal disorder, gingival disorder, multiple allergies, musculoskeletal disorder, paraesthesia, streptobacillus infection, tinnitus, urinary incontinence. Events "device dislocation, perforation, adhesion, pcos, irregular menstrual, and hyperandrogenism" were deleted (they are events in an other patient with same name but other demographics and essure treatment dates see us-bayer-2018-204570) paragard copper iud added to medical history (no concomitant device), also gravida 3. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") and carditis ("possible heart problem, inflamed left atrial...") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "he damaged one putting it in, pulled it out bent" on (B)(6) 2012 and device damage "he damaged one putting it in, pulled it out bent" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("he damaged one putting it in, pulled it out bent"). On (B)(6) 2013, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced carditis (seriousness criterion medically significant) and nephropathy ("possible kidney diseases"). Essure was removed on (B)(6) 2013. At the time of the report, the hysterectomy, carditis, nephropathy and complication of device insertion outcome was unknown. The reporter considered carditis, complication of device insertion, hysterectomy and nephropathy to be related to essure. The reporter commented: never had heart problems or kidney disease prior to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.